Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the device lost power. After reviewing the log file fse found that there is a malfunction on power related. The most likely caused by hospital mains power supply contactor being slightly loose. The fse tightening the three-phase cables by the sub-contractor at the hospital mains power panel. After repaired, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the hospital power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device lost power. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.